Event description:
Healthcare professional reported a rupture. This record relates to left side. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
F2203 - imaging required . A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. The reason for reoperation is: rupture. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.